Event description:
The customer reported that the system does not produce x-ray. An over charge error message displays and the technique tracks to max.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep system was arcing in the x-ray tube. They ordered a new x-ray tube and hv cables. The rep replaced the x-ray tube, snubber board assembly and hv cables. The system operates as intended.